Event description:
Trying to attach the spiros to a syringe to draw up hazardous chemotherapy drug to prepare an IV, and the spiros would not connect to luer part of syringe. Hazardous material did not reach the patient.